Event description:
It was reported that the rv (right ventricular) lead was explanted due to lead malfunction. No patient complications were reported as a result of this event. A lawsuit alleges that the patient "suffered physical and other injury as a result of the recalled lead." The lawsuit continues to allege that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury."